Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore, was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported by the user facility that a drill bit was broken off within the drill attachment. It is unk if there was any pt involvement associated with this event, and the user facility could not provide any further info. No injuries or adverse consequences were reported with this event.